Manufacturer narrative:
Initial.

Event description:
It was reported that during an infusion set change using an inset infusion set, the adhesive backing removal caused the infusion site to detach from the applicator, after which the user connected new tubing and required guidance to properly fill the tubing and cannula. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included user communication and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage issue related to an improper or incorrect procedure involving the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions, with an unintended use error contributing to the event.